Manufacturer narrative:
(B)(4). Date sent: 09/15/2004. Information anticipated, but unavailable at this time.

Event description:
Per user facility medwatch form #(B)(4), device failed (e.g. Broke, couldn't get it to work or stopped working). Patient involved in motor vehicle accident with peritonitis status post blunt abdominal trauma. During resection and anastomosis of small bowel staple did not fire. Physician reports no staples in the tl30. This was not realized until after the end of the enterotomy was resected, as it is standard. Once the tl30 was released it was realized that there were no staples. Decision made to close the remaining enterotomy in a hand-sewn fashion. No patient consequences noted.